Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported patient event and concluded that the device usage did not contribute to the patient outcome, due to a healthcare provider indicated the malfunction likely did not contribute to the patient¿s outcome. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device stopped analysis during a patient event. The patient did not survive. The customer, a health care professional, advised that the device use did not contribute to the patient outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.